Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump will beep for about a minute then few minute after it will beep again customer states buttons were neither pressed nor accidentally pressed. The customer¿s blood glucose was 230 mg/dl at the time of the incident. The insulin pump will not be returned for analysis.